Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 416 and 426 mg/dl. Customer¿s current blood glucose value is 144 mg/dl. The customer also stated they have been getting alert for sensor updating and sensor signal not found. The customer declined to troubleshoot for high blood glucose. The sensor be returned for analysis.